Event description:
It was reported that the procedure was to treat a lesion located in an unspecified coronary artery. An unknown balloon dilatation catheter was placed in the anatomy and with the balloon still in place an attempt was made to advance the 2.75x23 mm xience xpedition stent delivery system (sds) to the lesion. During advancement resistance was felt between the sds and the balloon dilatation catheter. Slight force was applied to the xience xpedition sds and due to the force the proximal shaft of the xience xpedition sds kinked and then separated. The separated shaft was easily retracted leaving nothing in the patient. The balloon dilatation catheter was kept in place and a new device (unknown stent) was used successfully. The final patient outcome was good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.